Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported that the image on the display of the device is not clear. There was no reported pt involvement.